Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for arteriovenous malformation avm embolization. It was noted that the patient's vessel tortuosity was normal. The access vessel was the right common femoral artery, with unknown diameter. It was reported that the physician was navigating the apollo catheter up through the distal access catheter, which was placed near the posterior mma branch, and the apollo tip detached shortly after attempting to push more distal. They stated that there wasn't anything unusual about the anatomy and navigation technique. The tip lodged in the middle meningeal artery mma and case was aborted. It was reported that the catheter tip experienced premature detachment and remains lodged in the middle meningeal artery of the patient; therefore, the tip will not be returned for investigation. No friction or difficulty was reported during injection. The catheter tip was reported to have been entrapped or stuck, and no force was applied during removal. There was no vasospasm reported and no surgical or medicinal intervention was required. The event did not occur during onyx injection. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a stryker dac. Guide catheter, unknown guidewire, unknown sheath.